Event description:
It was reported that on (B)(6) 2026, a 23mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, a poor opening and closing of valve leaflets was observed. The valve got removed and a new 25mm valve got implanted while patient on bypass. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.